Event description:
Breast implants (B)(6) 2013 bilateral pneumonia and sepsis (B)(6) 2014 including 6 night hosp stay, 6 weeks off work. Severe depression, anxiety, fatigue, tinnitus, blurred vision and many more symptoms, tachycardia, svt, cardiac ablation, severe back, joint pain, sharp pain in my breasts. Fibromyalgia. FDA safety report ID# (B)(4).